Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported the involved angio-seal device was defective. The following information was provided by the user facility: it was not possible to put the angio-seal parts together: the angio-seal device was not used; a new angio-seal device was used; and it was reported the patient was stable and there were no consequences. Additional information was received on june 5, 2017. Hemostasis was achieved with the new angio-seal device. There was no blood loss since they could not use the angio-seal device and the failure occurred before it was used on the patient. The new angio-seal device worked normally.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation. One 6f angio-seal vip was returned for evaluation. One each of the following were returned: hemostasis sheath and locator. Both parts were mated with each other upon return. Blood like substance was observed on the hemostasis sheath hub cap. No anomalies were noted in the locator snap-lock receptacle or the locator snap lock ring. For functional testing, the locator was removed from the hemostasis sheath and attempted to be mated again. The two parts mated as intended with tactile feedback (positive engagement was verified) and the position was verified by checking the alignment of the blood inlet holes. Dimensional inspection was performed on the sheath and locator with the following results: snaplock receptacle, measured inside diameter: 0.146", locator, measured outside diameter: 0.0910", snaplock hub, measured outside diameter: 0.147". The print specification is applicable to pre-sterile, pre-use devices; it may also reflect in-process dimensions and not necessarily the final assembly dimensions. Although the returned device does not meet these conditions, all measurements were consistent with the specifications active at the time of production as referenced in the DHR. The likely cause of the event cannot be determined based on available information but it is likely that the user may not have felt sufficient tactile feedback in his or her subjective opinion. There was some thick blood like substance observed at the snaplock junction, even though this substance did not hinder mating during functional check, it may have possibly interfered during the event. The complaint cannot be confirmed. The device was functionally and dimensionally tested with no anomalies found. The likely cause of the event cannot be determined based on available information. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.